Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of no problem detected was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. The power consumption dropped from nine years battery longevity remaining in (B)(6)2021, to two years, five months in (B)(6) 2021. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. Additional information was received that this pacemaker device was surgically explanted due to premature battery depletion (pbd). A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of no problem detected was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. The power consumption dropped from nine years battery longevity remaining in (B)(6) 2021, to two years, five months in (B)(6) 2021. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. The power consumption dropped from nine years battery longevity remaining in november 2021, to two years, five months in november 2021. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. Additional information was received that this pacemaker device was surgically explanted due to premature battery depletion (pbd). A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.